Event description:
It was reported the patient is unable to establish communication between the ipg and patient programmer. Reportedly, an error message is displayed. A second patient programmer was attempted to no avail. Surgical intervention was undertaken, explanting and replacing the ipg thus resolving the issue.

Manufacturer narrative:
(B)(4). Results: the complaint was not confirmed. As received, visual inspection of the ipg did not reveal any discrepancies. Communication with the device as received was unsuccessful. Electrical testing confirmed capacitor c18 had degraded and was leaking excess current resulting in the ipg battery depleting below the minimum voltage of 2.2v to sustain communication and stimulation. With c18 isolated from the ipg circuitry, the device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.